Manufacturer narrative:
Two samples were received for evaluation. Visual inspection of the first sample revealed that the tubing had separated from the luer lock assembly. The insertion limit of the tubing into the luer lock was measured and found to be out of specification. The reported condition was verified for the first sample. The cause of the condition was determined to be a manufacturing issue. Visual inspection of the second sample revealed no issues with the set. Functional testing, clear passage testing, and pressure testing were performed on the second sample. The second sample was found to operate per specification during all performed testing. The reported condition was not verified for the second sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link connector leaked. The patient was receiving intravenous fluids of dextrose, potassium, and saline. The tubing appeared sliced approximately an inch from the luer lock at the point where the softer thin tubing piece meets the hard plastic piece. An unspecified amount of blood was found on the patient¿s bed; however, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event was clarified as ¿the t connector had separated toward the hub-end where the catheter is inside a hard plastic protector¿. The IV remained in place and did not have to be replaced. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.